Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a ¿sharp zap¿ in the heart and left arm. The left shoulder aches and the device site hurts. The patient stated that there was a bump there with swelling and the device may have shifted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.